Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture (loc) due to high thresholds. There was no asystole greater than two seconds as the patient is not pacemaker dependent. Surgical intervention was performed and the lead was repositioned without incident. Besides intervention, there were no adverse patient complications reported.